Event description:
Customer reportedly received results of 458 mg/dl on the advantage system and 127 mg/dl on a professional's meter within 10 minutes. No action was taken based on device results. No high blood symptoms reported. The discrepant results were obtained at the physician's office. No adverse event reported. Controls were run 2 weeks ago and were in range. Requested return of suspect device and replacement was sent.